Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a long charge time on (B)(6), 2013, before reaching recommended replacement time (rrt) on (B)(6). The device experienced another long charge time on (B)(6), 2014. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). Analysis of the device memory indicated charge circuit timeout. The analyst noted that the charge time was greater than 16 seconds.